Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: procedural myocardial infarction (mi) resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that three xience stents were implanted (3.0 x 18 mm, 2.75 x 28 mm and 3.0 x 28 mm); however, after the stenting procedure, there was an increase in ck-mb, with absence of symptoms and alteration of ECG. No additional event or patient information is available.

Manufacturer narrative:
The other two xience v everolimus eluting stent systems mentioned are being filed under the same MFR number.